Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pain') in an adult female patient who had essure (batch no. D06935) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendicitis. Concomitant products included metformin and minerals nos;vitamins nos (prenatal vitamins). On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine pain ("lower uterus pain"), abdominal pain lower ("lower abdomen pain, right lower side pain, lower side pain"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)") and adnexa uteri pain ("right lower side(ovary)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, uterine pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, allergy to metals, dysmenorrhoea, dyspareunia, vaginal infection, cystitis, urinary tract infection and adnexa uteri pain outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, allergy to metals, cystitis, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract infection, uterine pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2015 and (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pain') in an adult female patient who had essure (batch no. D06935) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendicitis. Concomitant products included metformin and minerals nos; vitamins nos (prenatal vitamins). On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine pain ("lower uterus pain"), abdominal pain lower ("lower abdomen pain, right lower side pain, lower side pain"), vaginal infection ("infection (bladder/ urinary tract /vaginal)"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/ vaginal)") and adnexa uteri pain ("right lower side (ovary)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure treatment was not changed. At the time of the report, the pelvic pain, uterine pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, allergy to metals, dysmenorrhoea, dyspareunia, vaginal infection, cystitis, urinary tract infection and adnexa uteri pain outcome was unknown. The reporter considered abdominal pain lower, adnexa uteri pain, allergy to metals, cystitis, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract infection, uterine pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in(B)(6) 2016: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2020: pfs and mr received: case become incident. Reporter added, concomitant drug added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.